Event description:
It was reported broach handle would disconnect from broach.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock on 22-mar-2012. There have been no other events for the lot referenced. The device showed normal signs of use with impaction indentations on the strike plate as well as the side of the device under the strike plate. Nothing unusual was noticed at the handle latch mechanism that connects to the broach. The investigation could not confirm the event or determine the root cause as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported broach handle would disconnect from broach.